Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a hospitalization in (B)(6) due to high blood glucose levels. The customer's blood glucose level was 620 mg/dl. The customer's symptoms included weakness, nausea, and vomiting. The customer was wearing the device at the time of admission. The cause was diabetic ketoacidosis. It was unknown how the customer was treated. The customer stated he was admitted into the hospital on a friday and was released on a sunday. The customer was advised to monitor their blood glucose levels and the device and to call back if problems persisted. Nothing was replaced or returned for analysis.